Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. The catheter was kinked at the middle section. Microscope examination was performed, and the bushing had a hit on its hook. The bushing capsule tabs looked symmetric and no issue noticed. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. No other issues with the device were noted. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp onto tissue; however, the clip misfired, did not adhere or lock onto tissue. Reportedly, the device was pulled out and the clip came off with the device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as result of this event. Investigation results revealed a hit in one of the bushing hooks; therefore, this is now an MDR reportable event.